Event description:
The patient reported, she has had high blood glucose readings for the past 3 weeks. She stated she believes her insulin infusion device "does not deliver the basal rate properly, but the bolus is delivering properly because I bolus to bring my blood sugar down. She stated she "does not trust it." She said her blood glucose reading this morning was 400 mg/dl and has gone as high as "over 600 mg/dl." Her normal range is 150-200 mg/dl. The patient stated she feels weak, tired, and looks pale. Troubleshooting did not find any issues with the product. The product was replaced. On follow up, the patient stated her blood glucose readings have returned to normal since switching to the replacement infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.